Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 425 mg/dl at the time of incident. Customer went to the emergency room as a result of high blood glucose. The customer stated that they treated the high blood glucose with insulin pump. The customer stated that the drive support cap appeared normal. Troubleshooting was performed and insulin pump passed the high pressure test. The insulin pump will not be returned for analysis.